Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced hematuria, urinary tract infection, vaginal irritation, recurrent cystocele, pain, urinary urgency, mesh exposure, vaginitis, vaginal atrophy, pyuria, vulvar pain, pelvic pain, constipation, cystitis and depression. The plaintiff underwent mesh revision. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as cardiac arrest. (B)(4).